Manufacturer narrative:
The initial MDR indicated ge healthcare (gehc) confirmed the reported event. This correction filed to correct this information and note that gehc was not able to confirm the reported fault. Codes updated accordingly. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The flow sensors were replaced and the unit was returned to service.

Manufacturer narrative:
Patient information was not available at the time of filing. Date of manufacture was not available at the time of filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate. There was no report of patient injury.